Manufacturer narrative:
A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing rib and hip stimulation. It was mentioned that xray revealed that lead migrated and impedance test showed damaged lead.

Event description:
A report was received that the patient was experiencing rib and hip stimulation. It was mentioned that xray revealed that lead migrated and impedance test showed damaged lead.